Event description:
It was reported that the home patient (hp) had connected to the patient line of the cassette when the line was not properly primed following an unsuccessful attempt to prime the line. The event occurred during use on the homechoice (hc) machine. The reporter was informed that the hc machine allows for multiple reprimes of the patient line, and the process of repriming the line was explained to the reporter. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4) the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error, where the home patient connected to un-primed patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.